Event description:
It was reported that the patient has been left in chronic pain and the patient is unable to work, drive for than 15 minutes, undertake housework or gardening, or care for elderly parents and help with her grandchild.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a double mastectomy and two-stage breast reconstruction procedure on (B)(6) 2011 and the mesh was implanted. It was reported that immediately after the operation the patient's pain did not resolve and continued to increase, to the point where the patient was unable to work. It was reported that the patient complained of pain and extreme muscle spasm and tightness across the chest wall. It was also reported that the patient had a different surgeon remove the hernia mesh and the implants in (B)(6) 2016. It was also reported that the in (B)(6) 2019 another surgery was required to remove a small embedded piece of mesh. It was reported that the pathology of the mesh showed a chronic inflammatory response.